Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there was a leak and air bubbles in the reservoir. It was reported that reservoir leaked past the first o-ring. Customer's blood glucose reading was 458 mg/dl. Nothing further reported.